Event description:
The pt received two leads with the same lot number. It was reported the pt was contacted to exchange the charging system and reported minimal pain relief from the scs system. The sjm representative met with the pt for reprogramming. The pt reported he would not want to live without the scs system, and still relies on heavy narcotics for pain relief. It was reported the pt met with the neurosurgeon and the therapy was considered a baseline for the pt. No further intervention was planned.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.